Manufacturer narrative:
Date inaccurate, only the year is valid. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that after the patient's current ins was implanted they had an infection at the top of the device near the incision site. The healthcare provider told them their body might have been rejecting the implant. The patient noted that the infection was really bad for a while but finally resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.